Event description:
A malfunction alarm labeled as "malf 0" was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the customer on how to reset the pump and assisted with the reset process. No notable events occurred prior to the malfunction, and the customer planned to contact technical support again if the issue reoccurred.